Event description:
It was reported during an initial implant procedure that the right atrial (ra) lead had failed to sense, had high capture thresholds, and high pacing impedance. The ra lead was not used and a new ra lead was successfully implanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture, failure to sense and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.